Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The internal handles was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to faulty internal handles. The internal handles were scrapped. Analysis of reports of this type has not identified an increase in trend.